Event description:
Adverse event(s): "should see from near when I try to read but I do not" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that she has been experiencing problems with her near vision soon after intraocular lens (iol) implant surgery one and half years ago. She was initially told by her surgeon to "wait and see for any improvement"; however, there has been no improvement and she has started wearing glasses for near vision. The iol was implanted in (B)(6), where the consumer lives six months a year. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).